Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the device broke during insertion; however, it was reported that all metal was recovered from the patient/cavity and the procedure was completed without patient injury/harm within a 0-30 minute surgical extension. The root cause of the reported event could not be definitively concluded. The patient impact beyond the reported breakage during use, foreign body retrieval, and the 0-30 minute surgical delay could not be determined. No patient injury/harm was alleged, and the procedure was reportedly completed with the use of a backup device; therefore, no further medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.internal complaint reference: case-2022-00093081-1

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during tka surgery, the tip of the gii articular inserter/extract broke off while in use. All metal recovered/removed from patient cavity. Device inside the patient. The procedure was completed using a s+n back-up device. Surgery was less than or equal to 30mins delayed. Patient was not harmed